Event description:
I am writing to report a near miss during the induction of a general endotracheal anesthetic on a healthy (B)(6) male. After the induction of general anesthesia we were unable to ventilate the pt by mask. We then intubated the pt very easily under direct laryngoscopy. However, we were still unable to ventilate the pt. Since there was complete obstruction to gas exchange we believed the problem was mechanical rather than a pulmonary. We were able to ventilate the pt very easily with an ambu bag. Thru the process of elimination we were able to locate the problem, which was the humid-vent. The humid-vent port that connects to the mask or ett was almost completely occluded. I have photographs of the defective humid-vent, along with the actual device, to illustrate the problem. Fortunately the pt suffered no harm. However, this event could have had a disastrous outcome, had swift action not been taken to remove the faulty piece of equipment during the incident. If you have any questions, please contact me. (B)(6).